Event description:
It was reported to boston scientific corporation that speedband superview super 7 multiple band ligator was to be used during an esophageal varice banding. Event date is unknown. According to the complainant, when they opened the package, the bands appeared to be aged and faded in color. The complainant confirmed the bands were not twisted, deformed or broken. They did not use the device on the patient and the case was completed with a second speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The investigation results received on (B)(6), 2011 revealed that the teeth on the device were damaged. Therefore, this event has been deemed reportable.

Manufacturer narrative:
A visual examination of the returned device found that there was residue present on the device which indicates use. The shrink wrap and the suture thread had been removed from the ligator head and were not returned. Only 5 of 7 bands remained on the ligator head. The other 2 bands were not returned. The remaining 5 bands had been moved and were rolled out of place. The 5th (blue band) and 6th bands (white band) appear to have been cut, possibly by the suture when it was removed. The complaint was not confirmed as all 5 bands appear smooth and consistent in color however device analysis did reveal the ligator head teeth were bent and misshapen. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The investigation results are not consistent with the reported event that the bands appeared faded and worn. In addition the device appeared to have been used as evident by the ligator teeth being damaged and the residue on the device which is contrary to the customer's report that the device was never used in the patient. The most probable root cause for this complaint was not able to be determined through device evaluation and information provided.